Event description:
Complaint alleges that during a colorectal case, after the surgeon had inserted and removed the port, he noticed the tip had snapped off the end of the obturator and got stuck at the end of the camera. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history record (DHR) review did not show issues related to complaint. Complaint cannot be confirmed since the sample was not available for investigation; therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. However, the manufacturer will continue to monitor and trend relating complaints.